Event description:
It was reported that bd intima-ii- unknown leaked. The patient was admitted to the hospital on (B)(6) 2024 at 14:45 flatbed with the chief complaint of vomiting and vomiting blood for 2 hours with the diagnosis of upper gastrointestinal hemorrhage. At 16:30, when the nurse gave the patient an indwelling needle for blood specimen collection, he found that the spiral segment of the indwelling needle heparin cap was leaking blood, thinking that it was not connected tightly, and after screwing it tightly again, he still found that the blood was leaking rapidly along the spiral segment of the heparin cap. The heparin cap was immediately replaced without leakage and the infusion was smooth. This caused the patient to bleed and panic.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo showed that the joint of the prn and the pp connector was bleeding. Judging from the depth of the connection between the prn and the pp connector, the prn had loosened. 2. DHR review and retained sample analysis are not performed as the lot number is "unknown" for this complaint. 3. Analysis of possible causes: 1-in the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. 2-after the original prn was tightened, there was still leakage, but after the replacement of the prn, there was no leakage, indicating that the adapter of the original prn may be deformed or cracked. Conclusion(s): the returned photo showed that the joint of the prn and the pp connector was bleeding, and the prn was loose. The root cause of the defect could not be determined as no defective sample was received for relevant testing.